Event description:
Advocate stated they have three breeze2 meters and ran comparison blood glucose tests. Results from the first comparison were 64mg/dl and 108mg/dl. They performed another comparison test later and the results were 67mg/dl and 128mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The call ended before any additional information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter information.